Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 401 mg/dl and 379 mg/dl. The customer did not mention any treatment regarding high blood glucose level. The customer sis not mention any symptom related to high blood glucose level. The customer also reported that they had medical intervention due to site issue. The insulin pump will not be returned for analysis.